Manufacturer narrative:
(B)(4). This report is for a system error 2240, where the home patient did not press stop before disconnecting from the hc and reconnected after the alarm occurred. Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during use while the hp was not connected. The hp did not press stop before disconnecting from the hc and reconnected after the alarm occurred. The technical service representative (tsr) assisted the hp with clearing the alarm by cycling the power. The tsr advised the hp to use manual supplies to finish the therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.